Event description:
Reportable upon device analysis completed on (B)(4) 2013. It was reported that shaft break occurred. A 3.50x12mm promus element plus drug eluting stent was advanced towards a tortuous and calcified circumflex artery. Upon advancing the device, significant resistance was encountered and when the physician attempted to advanced the stent, the stent eventually got fractured proximally close to the hub. However. Device analysis revealed catheter shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. The hypotube was severely kinked at various locations and broken 23cm from the manifold strain relief. The guidewire exchange port was torn. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).